Event description:
The customer complained that an employee was accidentally stuck by a lancet that did not retract from an accu-chek safe-t-pro device. There was no allegation of an adverse event. There was no treatment given to the employee. The employee did not have a permanent impairment or a serious injury. The customer stated that additional lancets in their box of lancets were not retracting. The device was requested for investigation.

Manufacturer narrative:
Further investigation was not possible as no product was returned from the customer. Previous investigations showed that in rare cases, the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel and impede the lancet retraction.